Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump system. The pump was used to deliver unknown baclofen 3200 mcg/ml at 526 mcg/day. It was reported that the patient had a return of spasticity. A failed dye study was done "last friday" and a surgical revision was scheduled. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The catheter was replaced on (B)(6) 2025. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's medical history was asked but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8578 serial # (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type catheter. Product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #:(B)(6), ubd: 10-feb-2024, UDI#: (B)(4). Product ID: 8709sc, serial/lot #: (B)(6), ubd: 10-feb-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and it was clarified the failed dye study was due to not being able to aspirate the catheter.